Event description:
It was reported that years ago when ¿people¿ switched from the synchromed el pump to the synchromed ii pump it was thought that perhaps there might have been some residue of some solvent or something on the pump that the patient¿s reacted to. It was not known if a cause as determined for some of the reactions or if it was determined the patient was allergic to one of the materials in the pump. (B)(4) 2014. Document contains no new reportable information.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).